Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent deployment procedure, the stent allegedly deployed prematurely. The health care provider, withdrew the stent when a small part of the stent fractured and got stuck on the height of the femoral bifurcation. The procedure was completed using another stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent system products is identified in d2 and g5. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was received for evaluation. Based on the condition of the sample, it was confirmed that the stent did prematurely deploy. It is reasonably suggested that the premature deployed stent fractured upon removal of the delivery system. In addition x-ray images were provided. Based on the images a fractured stent segment placed in the patient could be confirmed. Based on information available it is reasonably suggested that the stent segment fractured due to premature deployment and the attempt to withdraw the delivery system with the partially deployed stent. Based on angiograms available no flow limitation due to the fractured segment could be found. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential factors. Regarding preparation the instructions for use states: "verify that the safety lock slider is still in the locked position." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Regarding materials required the instructions for use states that 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire and standard balloon angioplasty (pta) catheter should be used. The potential risk was found to be addressed as the instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." H10: d4 (expiry date: 07/2022), g4. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that a stent prematurely deployed while being advanced to the target lesion. The health care provider, withdrew the stent delivery system when a small part of the stent fractured and got stuck on the height of the femoral bifurcation. Afterwards another stent was used. The current status of the patient is unknown.